Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial / lot #: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient's leads migrated out of her head. The patient underwent a revision, during which, the physician elected to replace the leads and the ipg. The patient was doing well after the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility

Event description:
A report was received that the patient's percutaneous leads located on the base of her skull poked out through her skin and was experiencing pain and shocking sensations. The physician ended up putting back the leads inside. Weeks after the leads had poked again through her skin. They ended up cutting the distal portion of the leads and tucked it inside the body. The patient was doing fine and no sign of infection was noted.

Event description:
A report was received that the patient's percutaneous leads located on the base of her skull poked out through her skin and was experiencing pain and shocking sensations. The physician ended up putting back the leads inside. Weeks after the leads had poked again through her skin. They ended up cutting the distal portion of the leads and tucked it inside the body. The patient was doing fine and no sign of infection was noted.